Event description:
It was reported the device vibrated in the device pocket and the stimulation strength varied with body movement or pressure over the device site. The device was explanted and replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.